Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient alleging having cough. The device was returned to the manufacturer's product investigation laboratory for further investigation. 16,235.4 blower hours, 16,215.3 therapy hours, and 0 errors were logged. Care orchestrator data shows the patient had a compliance rate of (B)(4) and primarily used fixed humidification setting 1 and heated tube setting 2. If it stated that the device was inspected in the external part of the device, then I would state that, then the internal inspection observed contamination in the blower box around the blower seal appearing consistent with the keratin contamination documented in (B)(4) v1. Using the procedure documented in (B)(4) v1, a miniscule amount of contamination consistent with degraded sound abatement foam was observed as well as other contaminants. The device powered on and airflow was confirmed. Pil can confirm the presence of contamination in the blower box appearing consistent with keratin contamination. Pil can confirm evidence of degraded sound abatement foam was observed. The device's downloaded logs were reviewed by the manufacturer. 2 errors were found. The manufacturer concludes, the results of this investigation do not impact the calculated risks.